Event description:
According to the initial reporter, upon insertion of the filter, the filter detached from the catheter but would not open. It was retrieved successfully with a clover snare. The procedure was then successfully completed with an ij filter of the same type. The doctor speculated that the filter would not open because of plaque or being inside a dissection plane. He does not think that the device malfunctioned.